Event description:
It was reported that during the video-assisted thoracoscopic pulmonary segment surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number provided, and no [non-conformances / manufacturing irregularities] were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.